Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant low inratio value. (B)(6) 2014, inratio 1.5 lab 3.0, one hour between test. Patient's therapeutic range 2.5 - 3.0. No reported adverse patient sequela. No additional information provided.